Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the velcro on the patient's garments was scratching the patient's skin and had created a sore under the right electrode. The patient's nurse described the area as a "brush burn" and a layer of skin having come off. The nurse placed a bandage over the patient's skin. The nurse did not allege a device malfunction. The nurse remained under nurse care and the bandages were being changed. The patient's medical outcome is unknown.